Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received for evaluation. Visual inspection confirms that the corner of the upper jaw has broken off. There were no other anomalies observed on the device. This complaint can be confirmed. The probable root cause is that an excessive lateral force was placed on the upper jaw such as dropping the device onto a hard surface. Other than this possibility, we cannot discern a root cause for this failure. A manufacturing record evaluation was performed for the finished device lot number on 10-18-2019, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot number on 10-18-2019, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the part of the tip came off the customer's expressew iii auto capture + suture passer while loading the plate on prior to use on the patient in a rotator cuff repair procedure. The surgeon used another like device to complete the procedure with a two minute delay and no patient consequence.